Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient had lost a considerable amount of weight and it felt like the implant was floating back and the issue began probably a month or two ago. Caller stated they had to turn the stimulator off today because it was almost like the patient was having a seizure and shaking all over. As soon as they turned it off then it was able to stop. Patient lost 60 pounds. The patient was redirected to their healthcare provider to further address the issue. Patient reported surgery, implant reset, will watch as needed for surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.